Event description:
On (B)(6) 2025, a user reported experiencing nausea and vomiting following elevated blood glucose (bg) levels after announcing a meal while wearing the ilet insulin pump system. The user stated they had been "running high" for most of the day, with bg levels exceeding 400mg/dl. The user was unable to keep food or fluids down and was transported to the hospital by a parent. The user received intravenous fluids and insulin treatment in the emergency room. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No motor errors were observed that would indicate inaccurate insulin delivery relative to system requests. The user completed multiple infusion set and cartridge changes prior to the event. On (B)(6) 2025, the user repeatedly paused insulin delivery, triggering multiple resume insulin reminder alarms throughout the day. During this time, the system generated high glucose alarms, and insulin delivery was not continuous. The ilet functioned as intended by alerting the user and pausing/resuming insulin per user interaction. Based on available data, the reported hyperglycemia and hospitalization appear to be related to prolonged insulin suspension. The ilet system performed as designed.